Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump did not give any alerts and was vibrating. The customer's blood glucose was unknown at the time of incident. The insulin pump also had crack on the reservoir window upto the escape button. Troubleshooting was not performed. The device is not expected to be returned for analysis.